Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Device information was received. Ins use data was provided for analysis and there were no anomalies identified. Interrogation of the device noted that the patient had stimulation in use for 1% of the time. It was noted that the patient's programming session was not ended correctly, showing (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The device switched off. It was noted that falls may contributed to the issue. The ins was checked, and the event was resolved at the time of this report. No further complications are anticipated.